Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an external device. Mdt rep was present with patient at the time of call and reports the patient started having issues recharging their implant (ins) this weekend, in that the controller is charged, but when the recharger is plugged in, the screen states the controller needs to be charged. When the controller is plugged into the wall, it shows that it is charging and that the li battery is at 90%. Rep states the ins is at 0% and the screen on the controller is showing all 0s at the bottom, and they do not change when the recharger is moved. Rep also states the paddle gets hot. Ts sent email to repair to replace the recharger.